Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: service review: a review of the service history record indicated that the device has been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause for the detached turn knob of the handpiece was a confirmed design error and further investigation and assessment is covered under a CAPA. The assignable root cause for the other found defects was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed visual inspection. It was further determined that the device had damaged mechanics, worn motor, worn swing fork, could not engage battery casing, and there was component and contact damage. It was further determined that the turn knob was detached from the handpiece device. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check the battery casing coupling. It was noted that not all pre-repair diagnostic assessments could be performed. It was noted in the service order that the device had a loose knob. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.